Manufacturer narrative:
Concomitant medical products: c4tr01, crtp, implanted: (B)(6) 2012; 419488, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead exhibited noise and crosstalk. Capture issues were also reported on the ra lead. Both leads remain in use. No patient complications have been reported as a result of this event.